Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss and recurring incontinence the patient had his artificial urinary sphincter (aus) removed and replaced. The patient had been leaking for the last two years. The aus was explanted and a new device consisting of a 4.5 cm cuff, pump and balloon were implanted. The device location of the fluid loss is unknown. There were no further patient complications related to this surgery. Should additional information be received, a supplemental report will be submitted.